Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump alarmed for call service 215 (continuous-glucose-monitor (cgm) failure alert). There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the interruption of the cgm data stream may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions.

Manufacturer narrative:
Follow-up #1; date of submission: 04/28/2017. The transmitter has been returned and evaluated by product analysis on 04/06/2017 with the following findings. The cgm transmitter was placed on the walkabout box; the transmitter was paired with a test pump correctly. Blood glucose (bg) value was set to 120 mg/dl. The pump alarmed with ¿transmitter out of range¿ before two hours elapsed. A discharged transmitter battery failure is determined.